Manufacturer narrative:
The reagent lot number was 74766101 with an expiration date of 30-nov-2024. The field service engineer found an issue with the sample probe. He replaced and adjusted the sample probe and cleaned the vacuum circuit. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit. The initial result was 16.8 mg/dl with a data flag, and the repeat result was 20.1 mg/dl with a data flag. Upon rerunning the sample on a different cobas instrument, the results were 118 mg/dl and 117 mg/dl and were consistent with the patient's historical results. Repeat testing using the initial cobas c503 produced results in agreement with the other device. No specific data was provided. No questionable result was reported outside of the laboratory.